Event description:
It was reported that this pacemaker was explanted and replaced, along with malfunctioning leads (non-boston scientific products). The reason for the pacemaker replacement was not specified. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced, along with malfunctioning leads (non-boston scientific products). The reason for the pacemaker replacement was not specified. No additional adverse patient effects were reported. It was additionally reported that the pacemaker was replaced because it fell to the floor during the lead replacement.